Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in 4 segments. External insulation abrasion was noted at 6.4-6.5 cm from the distal tip consistent with lead friction to another device or feature of the heart. All other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.